Manufacturer narrative:
The device was not returned for evaluation. We ar unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose read high (>500 mg/dl) and that the cannula was bent. He gave himself a manual injection of 10u of insulin.